Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patients desired parameters were unavailable on the patient programmer (pp). There were no known factors that might have led or contributed to the issue. When impedances were checked, contact 5 was out of range and contacts 4 and 13 had high impedances. The rep was able to reprogram around the abnormal contacts with the desired coverage. The patient was alive with no injury and there were no further complications reported or anticipated.